Event description:
It was reported that a user of the ilet experienced hypoglycemia with a recorded blood glucose nadir of 65 mg/dl and an estimated duration outside target of approximately 1.5 hours, occurring in the context of being new to the system and following a late-night meal announcement. Symptoms included dizziness. Outcomes included self-treatment with oral glucose and recovery to a blood glucose of 95 mg/dl without medical intervention, hospitalization, or use of backup therapy. Investigation included a review of device alerts and user-reported use patterns. Investigation of this case revealed no device malfunction and a probable contribution from user-related factors such as meal announcement timing during the early learning period of the system. It was concluded that the event was consistent with hypoglycemia with cause unclear, with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.